Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown) during outpatient surgery, the device restart/reboot itself multiple times. Complainant indicated that the clinician continued to use the device after the drill/suction was removed to continue treating the patient.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing including bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. The r series operator's guide states: "during electrosurgery, observe the following guidelines to minimize esu interference and provide maximum user and patient safety: keep all patient monitoring cables away from earth ground, esu knives, and esu return wires. Use electrosurgical grounding pads with the largest practical contact area. Always assure proper application of the electrosurgical return electrode to the patient." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown) during outpatient surgery, the device inappropriately shut down. Complainant indicated that the clinician continued to use the device after the drill/suction was removed to continue treating the patient.